Event description:
It was reported that the pt was septic and hypotensive. The doctor wanted to stop the pump. The dr was wondering how long the pump could be stopped before damage may occur. The drug contained in the pump was not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).